Event description:
It was reported that balloon rupture and detachment occurred. A 8.0 x 120, 75cm mustang balloon catheter was used for dilatation. However, the balloon ruptured and shredded apart in the patient's body. The detached fragment was completely removed from the patient's body. No patient complications were reported.